Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the endowrist 30 curved tip stapler moved in the opposite of the intended direction. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endowrist 30 curved tip stapler to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument's main tube was found dislodged at the distal end of the main tube at the flap where the laser mark artwork was located. As a result, the distal main tube was able to spin freely, separate from the proximal main tube. Common causes of the failure mode dislodged instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the instrument to become dislodged. Additional observation(s) related to customer reported complaint: the instrument was found to fail intuitive motion. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. The root cause of this failure is attributed to a dislodged main tube.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device the probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the master tool manipulator (mtm) and main tube. The probable root cause of the functional test failure issue is attributed to the main tube.